Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes there was under-fill or low draw of the tubes with blood. This event occurred 100 times. The following information was provided by the initial reporter and translated to english. The customer stated: there was a "vacuum issue" with the tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes there was under-fill or low draw of the tubes with blood. This event occurred 100 times. The following information was provided by the initial reporter and translated to english. The customer stated: there was a "vacuum issue" with the tubes.